Manufacturer narrative:
Conclusion: according to the received information from the field, the implant housing migrated from its intended position post-operatively. A revision surgery was carried out to re-position the implant housing. During this procedure likely the active electrode was inadvertently pulled out of cochlea and re-inserted again. After the surgery testing was indicative of an extra-cochlear position of the electrode array, this was later confirmed by imaging. It is unclear if the electrode array was misplaced during the revision surgery of if it migrated out of cochlea post-operatively. Therefore, another revision surgery was successfully performed to re-insert the active electrode. Reportedly responses could be obtained post re-insertion. This is a final report.

Event description:
It was reported that the implant housing migrated towards the pinna between february and march 2019. A revision surgery was performed to re-position the implant housing. During this surgery the electrode was inadvertently pulled out of the cochlear and was re-inserted. Recipient could not hear electrical stimulation. During another revision surgery on (B)(6) 2019 the electrode array was successfully re-inserted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the implant housing migrated towards pinna between february and march 2019. A revision surgery took place in which the position of housing was changed and active array re-inserted. After this revision surgery the recipient had no sound with stimulation. Revision surgery is considered.